Event description:
It was reported that the ventricular assist device (vad) patient was admitted for right ventricular heart failure. Nine days later, the patient received right heart catherization and dobutamine and then subsequently expired. The vad subsequently tested out of specification.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 694765, lead, implanted on: (B)(6) 2004, 5076-52, lead, implanted on: (B)(6) 2004. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis associated with (B)(4) revealed a controller power up event with an associated pump start event logged on (B)(6) 2019 at 06:18:39. The data point prior to the loss of power revealed that a controller adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 93% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 30 seconds. No anomalies were observed leading up to the loss of power. This is an additional finding not related to the reported event. A possible root cause of the observed loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) investigating controller losses of power. Review of the controller log files associated with (B)(4) revealed also intermittent suction events and four (4) suction alarms were logged beginning on (B)(6) 2019. Information received from the site indicated that the ventricular assist device (vad) patient was admitted for right ventricular heart failure. Nine days later, the patient received right heart catherization and dobutamine and then subsequently expired. Based on the available information, including the occurrence of the event over 30 days post-implant and the statement by the physician that the event is unrelated to the device, the device most likely did not cause or contribute to the reported event. Based on the risk documentation, possible causes of the observed suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 694765, lead, implanted on: (B)(6) 2004, 5076-52, lead, implanted on: (B)(6) 2004. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis associated with (B)(4) revealed a controller power up event with an associated pump start event logged on (B)(6) 2019 at 06:18:39. The data point prior to the loss of power revealed that a controller adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 93% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 30 seconds. No anomalies were observed leading up to the loss of power. This is an additional finding not related to the reported event. A possible root cause of the observed loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) investigating controller losses of power. Review of the controller log files associated with (B)(4) revealed also intermittent suction events and four (4) suction alarms were logged beginning on (B)(6) 2019. Information received from the site indicated that the ventricular assist device (vad) patient was admitted for right ventricular heart failure. Nine days later, the patient received right heart catherization and dobutamine and then subsequently expired. Based on the available information, including the occurrence of the event over 30 days post-implant and the statement by the physician that the event is unrelated to the device, the device most likely did not cause or contribute to the reported event. Based on the risk documentation, possible causes of the observed suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for right ventricular heart failure. Nine days later, the patient received right heart catherization and dobutamine and then subsequently expired. The vad subsequently tested out of specification.